Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had no power. A field service engineer found the medstation unable to power up. Checked cords and cable connections, then identified a faulty half-height cubie drawer preventing startup. Replaced the half height cubie drawer controller board. After replacement, the station powered up successfully and all drawers were accessible. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the unit had no power and could not be turned on. The remote support service had been offline for nine hours. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.